Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: a review of the black box history revealed a ¿replace battery¿ alarm prior to a power on reset (por) event on (B)(6) 2013. There was no activity outside of normal use observed in the black box or the alarm history. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained electrical connection. During evaluation, the pump was powered on and displayed the ¿verify¿ screen. The battery cap was also tightened and then unscrewed ½ turn; no rebooting issues occurred. The pump was primed and exercised for 24 hours; no power interruptions occurred during testing. The pump¿s cover was removed; no intermittent conditions occurred to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating there was no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).